Event description:
It was reported that a patient implanted with an abbott device passed away. The cause of death and any relation to the abbott device remains unknown at this time. Technical support reviewed the provided records and no device malfunction was observed. Further information was requested, but is not yet available.